Event description:
The initial reporter questioned high results for 10-15 patient samples tested for phosphate (inorganic) ver.2 (phos2) on a cobas 6000 c501 module. An example of discrepant results was provided for 1 patient sample. The initial result was 8.7 mg/dl. The repeat result from a different c501 module was 3.4 mg/dl. The questionable result was not reported outside of the laboratory. The repeat result was believed to be correct.

Manufacturer narrative:
The phos2 reagent lot number was 88382401 with an expiration date of 31-aug-2026.

Manufacturer narrative:
The field service engineer (fse) checked the instrument. No issues were identified. The customer has had no further issues since the service visit. Based on the information provided, the cause of the event could not be determined. The investigation did not identify a product problem.